Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was noted that noise was noted on the patient's right ventricular (rv) lead. The high ventricular rate (hvr) electrograms (egms) exhibited noise and alert for noise reversion. The patient was asymptomatic, and noise was not reproducible. The lead was explanted and replaced during device upgrade procedure. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of oversensing and noise were confirmed. A complete lead was returned for analysis. External insulation abrasion was noted at 7.0 ¿ 7.1 cm and 19.5 ¿ 20.0 cm from the connector pin consistent with friction to device can. The cause of the reported events was due to two external insulation abrasions.